Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity. It was reported that the patient had pump pocket erosion. The hcp said there was a possible infection. It has been cultured and no growth.  The patient was on IV antibiotics inpatient. A pocket revision occurred due to the pump almost coming out of the skin. The pump was repositioned. The issue was resolved at the time of this report.